Event description:
The customer reported the device had a power supply failure. It was reported that there was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the device had a power supply failure. It was reported that there was no patient involvement. The device was evaluated by a philips technical personnel and confirmed. The problem was traced to a faulty power pca. The power pca was replaced to resolve the problem. All performance assurance tests passed and the device was put back into service. This was a malfunction of the power pca that caused the device to have a power supply error. Customer communication: no formal response was requested and none is warranted.